Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:8021545.

Event description:
It was reported that patient faced issues with infusion set detached due to restrictive clothing led to high blood glucose and treated with insulin pump on (B)(6) 2026. No further information is available.